Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. The customer cleaned off the area around the pneumatic tap, though did not report seeing any issues with it, and reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 391 mg/dl.